Manufacturer narrative:
The device is still implanted but it appears that the surgeon over retracted the disc space causing the nerve damage.

Event description:
It was reported that during retraction before implant insertion, the surgeon may have retracted the nerves too much. The patient suffered drop foot, permanent nerve damage. It was also repoted that the surgeon stated the damage was a result of our implant not being a true 8mm implant.